Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 sep 17. There are no anomalies associated with this lot. Added: h6 (patient code). H6 patient code: no code available (3191) used to capture the osteoporosis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to osteolysis and osteoporosis of the tibia component. No other info is available. No surgical delay. Doi: (B)(6) 2016. Dor: (B)(6) 2020. Right knee.